Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was unable to confirm not replicate the reported event. The system was tested and found to meet product specifications a non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found, as part of this investigation. The complaint(s) was determined to not be relevant to this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a vitrectomy procedure, the ophthalmic system intermittently failed to cut or suction. The procedure was completed using a third vitrector. There was no harm to the patient. Additional information received reporting that the scheduled procedure was endodiathermy, endolaser, gas injection. This complaint pertains to ophthalmic system involved in the reported events.